Event description:
It was reported that during patient monitoring with a preamp cable, the clinician reported that one of the channels read significantly lower on the cerebral placement versus the other channel. He did not state which channel showed the lower value. The lower value amount that was displayed is not available. There were no error messages that displayed during this time. The issue was resolved after exchanging the suspect cable for another one. The biomed was given the cable to test later. He tested with a signal simulator and channel one read 65 and channel two read 64. He did not find the display of lower values as previously reported by the clinician. There was no inappropriate patient treatment administered. There was no patient harm or injury. The patient demographics were requested and are not available.

Manufacturer narrative:
The product has been requested to be returned, but has not yet arrived for evaluation. Once received and evaluated the evaluation findings will be submitted in a supplemental report. The device history service record is pending. Once the results are available a supplemental report will be submitted. The UDI number was not found.

Manufacturer narrative:
The device has arrived for evaluation; however, the results are pending. Once the results are available a supplemental report will be submitted. The device history record review was completed and all manufacturing inspections passed with no non-conformances. The UDI number is not available.

Manufacturer narrative:
The suspect fs module was returned for product evaluation. Correction to the model number, it should be hemfsm10. The suspect module was connected to a known good working system for testing. Channel 1 and 2 displayed at 65 percent, plus or minus 5 percent, with a simulator connected. Moving the cables at no point had any effect on the readings. There were no error messages noted. A visual inspection found no physical damage to the product. There was no defect found. The reported issue was not confirmed.